Manufacturer narrative:
Complaint cannot be confirmed. It was reported that an ar-1204af-100 broke inside the patient leading to a delay in surgery of over an hour. No other details were given and the device was not returned. Given the current information excessive force(misuse) on the device leading to the failure is the most likely failure mode.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a right knee ligamentoplasty surgery the device broke in the patient. The device was recovered in the joint but this error led to a lengthening of the duration of the intervention of about +1 hour. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.